Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, undersensing was noted. The device was reprogrammed to increase sensitivity and resolve the issue. The patient was stable with no adverse consequences.